Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro laa closure device & delivery system (wds) was implanted on (B)(6) 2025. The patient was discharged on aspirin and clopidogrel. The patient had a routine 45-day follow up computed tomography (CT) scan on (B)(6) 2025. The physician wanted another opinion by doing a transesophageal echocardiography (tee) on (B)(6) 2025 and a small device thrombus was confirmed. The patient was placed on oral antithrombotic (eliquis). It was further reported that the thrombus was non-mobile, the morphology was laminar and was located on the central part of the closure device.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro laa closure device & delivery system (wds) was implanted on (B)(6) 2025. The patient was discharged on aspirin and clopidogrel. The patient had a routine 45-day follow up computed tomography (CT) scan on (B)(6) 2025. The physician wanted another opinion by doing a transesophageal echocardiography (tee) on (B)(6) 2025 and a small device thrombus was confirmed. The patient was placed on oral antithrombotic (eliquis). It was further reported that the thrombus was non-mobile, the morphology was laminar and was located on the central part of the closure device. It was further reported that the outcome of the event was resolved on 05-dec-2025.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
Reported via clinical study: it was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro laa closure device & delivery system (wds) was implanted on (B)(6) 2025. The patient was discharged on aspirin and clopidogrel. The patient had a routine 45-day follow up computed tomography (CT) scan on (B)(6) 2025. The physician wanted another opinion by doing a transesophageal echocardiography (tee) on (B)(6) 2025 and a small device thrombus was confirmed. The patient was placed on oral antithrombotic (eliquis).